Manufacturer narrative:
The account found damaged pins on the communication cable. The account replaced the communication cable to resolve the issue.

Event description:
The account alleged the nurse call is not functioning. No pt impact.